Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The case description states the user's controller was not charging and that's when they notice the charging cable and charging port were both melted. The charging cable was returned with the controller. The charging adapter was not returned. The charging cable was confirmed to have been manufactured prior to the correction for action res#91127. The charging cable was observed with evidence of thermal damage. No thermal damages were observed on or within the controller. It could not be determined if the returned controller and charging cable were used together. The exact cause of the observed damage could not conclusively be determined. The device was able to power on under its own power. Upon powering on and the omnipod 5 app loading up, the device generated a prompt to select a language, indicating that the device was reset and that all data had been wiped. Data from the device was not retrieved. Device battery information was unable to be inspected. The exact cause of the reported exposure to thermal energy and inability to hold charge could not conclusively be determined. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that after charging their omnipod personal diabetes manager (pdm) overnight, it would not hold a charge. The patient reported they noticed the charging cable was melted and appeared burned when they removed it from the device. The charging cable provided with the device was confirmed to have been used. Blood glucose levels were reported to be between 181-250 mg/dl. No medical attention was required due to the thermal issue. The device is expected to be returned for investigation.